Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 600 mg/dl. A correction injection via manual injection was administered to address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy and has manual injections if needed.